Event description:
Healthcare professional reported left side capsular contracture baker grade IV and alcl. Biopsy of capsule revealed alcl diagnosis through histopathological markers of cd30+ and alk-. Further reported was capsular fibrosis and "a significant hardening of the implant on the left side with slight chest pain can be observed." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the event lymphoma ¿ alcl reported was unable to be observed. A review of the current risk documents was performed in chl-bi family, and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue this code is classified as medical event; also, according to the procedure, this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: h6, h.10.

Manufacturer narrative:
Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Further reported was capsular fibrosis and "a significant hardening of the implant on the left side with slight chest pain can be observed.".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, lymphoma-alcl. Explanting institution: (B)(6). Contact: dr. (B)(6).

Event description:
Healthcare professional reported left side capsular contracture and alcl. Biopsy of capsule revealed alcl diagnosis through histopathological markers of cd30+ and alk-. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lymphoma-alcl: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and alcl. Biopsy of capsule revealed alcl diagnosis through histopathological markers of cd30+ and alk-. Further reported was capsular fibrosis and "a significant hardening of the implant on the left side with slight chest pain can be observed." Device has been explanted and replaced with non-allergan device.